Manufacturer narrative:
Block e1: initial reporter state: (B)(6) block h6: device code 1069 captures the reportable event of stent shaft break. Block h10: the returned polaris loop ureteral stent was analyzed, and a visual evaluation noted that the proximal section (bladder pigtail) detached. The suture string was not returned for analysis. No other issues with the device were noted. The reported event was not confirmed. Based on the product analysis, the stent returned without the suture string, evidence that the stent was manipulated. Therefore, the failure found (bladder pigtail detached) is an issue that could have been generated by the user or due to the interacting of the device with the suture string. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a ureteral polaris loop stent was going to be used for ureteral stent implantation procedure in the kidney performed on (B)(6) 2020. According to the complainant, outside the patient, during the introduction of the device, when the physician inserted the guidewire onto the stent, the stent was fractured. The procedure was successfully completed with another ureteral polaris loop stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a ureteral polaris loop stent was going to be used for ureteral stent implantation procedure in the kidney performed on (B)(6) 2020. According to the complainant, outside the patient, during the introduction of the device, when the physician inserted the guidewire onto the stent, the stent was fractured. The procedure was successfully completed with another ureteral polaris loop stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.